Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that a lead integrity alert (lia) was triggered for high rate non-sustained episodes, high pacing impedance spikes and short v-v intervals on the right ventricular (rv) lead. It was noted that noise and the described impedance issue were unable to be replicated during in-office isometric testing. Reprogramming was performed as a preventative measure. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to noise. The lead had a suspected fracture and high/undefined pacing impedance measurements. The lead was capped and replaced. No further patient complications have been reported as a result of this event.